Event description:
A cartridge change error was reported with the customer's pump, leading to an unspecified high blood glucose level above 500 mg/dl. The customer attempted to address the high blood glucose with a corrective injection via multiple daily injections and managed to resume insulin use without needing third-party assistance. Despite several attempts, the customer was unable to successfully load a new cartridge and was advised to call back for further supply changes after consulting technical support, which involved inspecting and cleaning the pump and following on-screen instructions.